Event description:
This device was explanted due to it not being able to suspend tachycardia therapy with magnet application. On (B)(6) 2012 - this device was returned with additional info. This pt received 25 inappropriate shocks due to noise on the rv lead.